Manufacturer narrative:
Device remains implanted in the patient. No injury to the patient. We do not have any other complaints of this nature for the lot. This can be considered an isolated event. Batch record was reviewed for this lot. The lot does not have any non-conformities listed that could relate or contribute to this issue and had passed all our qc tests. Device remains implanted in patient.

Event description:
During operation of left thigh avbg, doctor used r06050 (lot: lvg1654) . Doctor found the graft was permeable only one side which ptfe graft bridge to artery near groin area., she then put drain tube at the sweating side and closed the incision.